Event description:
It was reported that the patient was hospitalized due to dehydration approximately one month previous. The patient had doubled his fluid intake. The initial rationale for the patient's implant was due to him suffering from incontinence. The patient had experienced a loss of therapeutic effect following a replacement implantable neurostimulator (ins) implant procedure in (B)(6) 2012. The patient was on program #4 at 3.6 volts and felt no stimulation sensation; the patient switched to program #1 which was comfortable. It was planned that the patient would try program #1 to see if his symptoms would improve. Additional information received reported that the patient was still having issues with his ins. The patient was able to go through the night without problems; when he got up and sat for some time, he started 'voiding out his control.' The patient met with a manufacturer representative for a reprogramming session but was unaware of how recently he had. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).